Manufacturer narrative:
Other, other text: event date was added to report, updated b3.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, the pump failed halfway through and exhibited error code "'no disposable air". It was reported that the patients received half of the medication. No patient injury reported.